Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010. On an unspecified date/time the patient reportedly obtained blood glucose results of "175 mg/dl" with the subject meter and "600mg/dl" on another meter, performed more than 30 minutes of each other. The patient manages her diabetes with an insulin pump; however, according to the csr's documentation the patient denied taking any action in response to the alleged meter issue. Per csr notes, the patient developed symptoms of nausea, weakness, and passed out on (B)(6) 2011 (time not specified). It is not known what the patient's blood glucose result was prior to the onset of her reported symptoms and what action the patient took in response to her previous reading. It is also not known if the patient made any changes to her meals, activity level, or regimen before her symptoms began. According to the csr's documentation, the patient was transported to the hospital on (B)(6) 2011, where she later obtained a blood glucose result greater than "600mg/dl" with the hospital's meter and an hour later a blood glucose result of "1000mg/dl" on a laboratory device. The patient claimed she was administered IV fluids as treatment and was allegedly hospitalized; it is unclear, however, if the patient received any additional medical intervention after the alleged issue began. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury, was reportedly treated by an hcp for hyperglycemia, and was allegedly hospitalized after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.